Event description:
A us distributor returned a electrode belt indicating that it was alarming while trying to perform a baseline ECG recording.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (unable to perform a baseline ECG) was confirmed. Upon investigation, the belt failed incoming functionality testing, specifically the ECG fall off test. The cause of the failure was pin 30 on u713 (B)(4) 16-bit low power mcu was out of tolerance. The root cause of the out of tolerance pin was unable to be positively identified. No adverse event resulted from the defective belt.